Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that screen not responding due to power outage. The issue was resolved by updating remote service support and rebooting the station. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system had a screen not responding to the station. The customer reported that users were unable to remove the medications. There were no adverse events or injuries reported based on this incident.